Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was able to verify the event code logged, but was unable to duplicate any issue with an unintentional dump of defibrillation energy. The event codes were cleared and proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device would disarm the defibrillation energy when attempting to delivery a defibrillation shock. The device additionally logged an event code which may be related to the device dumping the defibrillation charge. This issue was observed during testing and there was no report of any patient use associated.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-11/18/2019-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-11/18/2019-001c is relevant to this reported issue.

Manufacturer narrative:
The customer's device was recently returned to physio-control for the same reported issue and reported on medwatch MFR report # 3015876-2017-00553. Physio-control evaluated the customer's device and verified that the event code was logged in the device's memory; however physio was able to successfully charge and shock without any discrepancies. As a precaution, physio replaced the device's main keypad assembly and after observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed main keypad assembly and observed that the shock button measured 3.2 kohms of nominal resistance which caused the reported issue.